Event description:
MFR received a report from a dealer alleging that the wheelchair caught fire and the user died as a result of the alleged incident. A candle was investigated and identified as the cause of the fire.